Event description:
Pt had dual chamber pacer implanted in 2008 for tachy brady syndrome. Post procedure, cxrs ok without pneumothorax. Pacer check ok approx two months later. In early 2009, pt presented with dyspnea & cxr showed a pneumothorax on left CT scan of chest showed rv lead had perforated rv septum, lv apex and lung, ready to pneumothorax. Pt required thoracotomy for lead removal & replacement.